Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the gap in the screw mechanism was not able to be seen under fluoroscopy, however when the right ventricular (rv) lead was removed the helix was found to be deployed. When fluoroscopy was reviewed again the gap could be seen. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.